Event description:
It was reported that sometime post a dialysis catheter placement, the extension leg of catheter was allegedly broken, and blood was coming out of it. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the extension leg of catheter was allegedly broken, and blood was coming out of it. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received that this is not an actual complaint as no device failure was reported and the event does not involve any actual patient or medical device. The data was filled and drafted based on an imaginary situation and the system automatically triggered and submitted it as complaint. Therefore, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.